Manufacturer narrative:
Although no sample was provided, the information provided by the customer indicated that this was a unguided ng tube placement confirmed via ph reading prior to feeding. The success of unguided ng tube placements are related to anatomy of the patient and the skills of the user, along with the method of verification. Thus occasionally some level of injury may be associated with higher risk activities such as unguided ng tube placements. The root cause has been determined to be incorrect use. All information reasonably known as of 28 jun 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. This event can be attributed to off-label use. This instructions for use state: "this polyurethane feeding tube and transmitting stylet assembly has been specifically designed for use with the cortrak 2 or cortrak enteral access system (eas), and is intended for placement in the stomach or the small bowel. -misplacement of the feeding tube into trachea or lungs may result in serious injury." Placement of the feeding tube in this event was conducted without the use of the cortrak 2 or cortrak eas as the reporter stated they were awaiting a new interconnect cable. All information reasonably known as of 05feb2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
It was reported that a patient had a cortrak nasogastric tube placed without the use of the cortrak2 machine. The facility was waiting for a new interconnect cable. Two nurses obtained aspirate and checked it using non-halyard ph paper. It was found to be below 5.5. Within nine hours, the patient's condition deteriorated and the patient died. The nasogastric tube was found to be in the right lung.